Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments or partial display noted. Multiple boluses and basals were program. All boluses were properly delivered and recorded in history and daily totals. History anomaly noted. Device received with cracked lcd window. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cracked at the top right corner of the screen. The customer's blood glucose level was unknown. Customer stated that insulin pump was no longer waterproof and worried for the rainy days. Troubleshooting was performed for damaged. However, customer stated that the display could not read partially. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.